Manufacturer narrative:
Visual inspection of the returned product identified the outer carton box was crushed and the sterile cavities were damaged; the sterility of the product was compromised. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up/final report will be submitted.

Event description:
Packaging damage with sterility barrier potentially compromised.